Event description:
It was reported that the patient presented for in-clinic follow up with a complaint of chest pain. A device interrogation found intermittent capture by the right ventricular lead. No capture and low pacing impedance in the unipolar configuration were observed. The physician suspected perforation. The patient was scheduled for revision and the lead was explanted and replaced. The patient was stable.